Event description:
Per the clinic, the device was explanted (specific date not reported) due to the patient experiencing loss of benefit and headache leading to device non-use. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (date not reported). Subsequently, the patient was hospitalized (date not reported) and treated with IV antibiotics (specific date and duration not reported). Per the clinic, the device was explanted on (B)(6), 2024. Device analysis report attached.

Manufacturer narrative:
Correction: the correct date of awareness for the initial MDR submitted on july 30, 2024 is (B)(6) 2024; not (B)(6) 2024 as previously reported.